Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
The information provided indicated the consumer reported the tampon fell apart leaving pieces behind. Consumer experienced irritation and discomfort. She noticed pieces of the tampon discharging from her body. She experienced a vaginal infection.